Event description:
Baxter pump safety: issue with baxter pump. Rn went into room to hang new bag of IV heparin. Rn primed line and programmed pump. Once completed, IV pump was not working - nothing falling in to drip chamber. Rn re-primed pump, tried again, drips still not falling, then pump started to alarm "system error". Rn could not error message to resolve. Pump swapped out.